Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high results compared to her feelings and compared to weekly lab readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 immediately prior to driving to lunch, she tested on the lfs meter and obtained readings of "95mg/dl" and "97mg/dl" compared to "72mg/dl" and "62mg/dl" on the lab reading. The patient reported using no diabetes medications to manage her diabetes. However the patient volunteered that she has had several organ transplants and she is currently on 1 steroid medication and 2 immunosuppresants. The patient reported on the day of the alleged issue, she made no changes to her usual diet, activity level or medications. The patient reported while driving, halfway between her destination, she developed symptoms of "shakiness" which she correlated with hypoglycemia. The patient reported immediately following symptoms, she pulled her car over and self administered glucose tablets. At the time of troubleshooting, the cca noted the patient's test strips were in good condition. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. When a control solution test was run, the result was within range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue occurred. This incident description contains information from (B)(4).